Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved the issue by using borrowed tandem charging supplies, and the pump began charging.